Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(6), batch: 18797047.

Event description:
It was reported that one of the patients spinal cord stimulator (scs) leads was infected, causing discomfort at the site. The patient underwent a procedure wherein one of the leads was explanted. The patient was doing well postoperatively, and the explanted lead was disposed and will not be returned.